Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding respiratory failure, the cause was not determined due to insufficient clinical details. Optical sensor issue: clinical details state the patient's mean arterial pressure (map) was 134 but the blood pressure map was 60. The data logs show the placement signal was variable between 60-70mmhg. The p-level was increased from p-6 up to p-9 over the course of a few hours and caused many fluctuations in the placement signal of it increasing up to systolic values of about 100mmhg and then crashing with diastolic values of about 40mmhg. During this time 5s parameters were stable with signal not reliable (snr) about 2500 and contrast of about 25% but the placement signal did not appear to be ventricular. Placement signal became less noisy and then stabilized. During the time of the reported issue, there was a rapid increase in ps from about 55mmhg to about 110mmhg over the span of 7 minutes. During this time there was a shift increase in mean motor current values as well as pump flows without a change in p-level. Contrast increased, snr increased, while gain and light remained constant. The placement signal still did not appear ventricular. The placement signal then continued to increase and would go to values as high as 250mmhg. It continued to remain elevated throughout the case with instances of the placement signal increasing enough to trigger 1048 placement signal not reliable alarms as well as false positioning alarms, all with fluctuations/shifts up in motor current. Based on the data logs provided, the root cause of the optical sensor issue is most likely due to biological material ingestion that is impacting the optical sensor. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The patient was placed onto impella 5.5 support due to acute myocardial infarction / cardiogenic shock. While on support, the pump experienced placement signal issues with no specified resolution. Additionally, the patient required tracheostomy. No additional information provided. The patient outcome was noted as survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.